Event description:
The company was made aware on 06/02/2021 that the patient had fallen on their back. As a result, the patient was having difficulty charging. Revision surgery was performed to resolve the issue.